Event description:
Difficult for surgeon to remove device from uterus. After procedure completed able to remove after several attempts. Device was extended beyond sheath and sheath was deformed in an accordian style. No apparent patient harm.